Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.

Event description:
On (B)(6) 2024, a patient in germany implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) called the impulse dynamics technical support hotline to report that an a9 error had appeared on their ipg charger when they attempted to charge the ipg. The patient was seen the next day by an impulse dynamics field representative who interrogated and reset the patient's ipg. Upon interrogation, the ipg yielded a "telemet error: down_charge_current_too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current (hcc) issue that has affected several other ipgs. The patient's ipg was then upgraded to the latest 1.11.0 firmware, which is now also approved and available in the EU. This firmware contains the permanent fix for this hcc issue, as documented in previous communications between impulse dynamics and FDA. The patient has been receiving ccm therapy as normal since the reset of the initial down mode.